Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a charge circuit timeout at end of service (eos). The crt-d remains implanted and there are no plans to replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.